Event description:
On (B)(4) 2012, the customer contacted beckman coulter inc., (bec) to report a reoccurrence of low fliers for sodium being generated on the au2700 clinical chemistry analyzer on (B)(6) 2012. The low fliers were 10 mmol/l between testing and were not concurrent with the au analyzer in the laboratory. The customer repeated the test on the same instrument and an alternate analyzer. When repeated on an alternate instrument 7mmol/l difference in results were obtained and when repeated on the same analyzer 9 mmol/l difference was obtained. Erroneous results were not reported out of the laboratory and no changes to patient treatment are attributed to or connect to this event. Controls were run before and after the event and the performance were acceptable. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision).

Manufacturer narrative:
The customer initially experienced low flier in (B)(6) of 2011, and a field service engineer (fse) resolved the issue by replacing the ion-selective electrode (ise) d-pot. The event re-occurred once in (B)(6) of 2012. At those junctures several hardware parts were replaced, cleaned, and exchanged. In addition, instrument part alignments were verified. Calibrations were verified and customer qc was acceptable. A service request was initiated. A field service engineer (fse) was onsite and rebuilt ise unit. The fse ran. Ten (10) calibrations and all passed with no issues. Sixty (60) sample precision study using level 3 qc material all cv below 0.5. Bec labeling states precision within run acceptability is 3.0 . Qc runs passed and instrument was operating normally. The customer will continue to monitor the situation and to notify bec upon re-occurrence. No documentation provided for erroneous results. The failure mode of the event is unknown. The issue was discovered during the review of service records. At the time of the service the issue was resolved but the field personnel did not initiate a record of the incident in the database. Beckman coulter has re-mediated this process as part of the quality system remediation effort and training has been provided to ensure this gap is recognized and addressed through a complaint record. This event is associated with MDR reports listed below: 2050012-2012-01622 (submitted on time), 2050012-2012-01715 (submitted late, past 30 days), 2050012-2012-01716 (submitted late, past 30 days), 2050012-2012-01726 (submitted late, past 30 days).